Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a hypoglycemic event. The patient indicated that 911 was called by her neighbor on (B)(6) 2012, at an unspecified time. According to the patient, she was found "half under her bed." The patient was unsure if she had fallen out of bed and onto her pump. The patient was unsure of the details leading up to the hypoglycemic event. The patient mentioned that she has experienced 36 low blood glucose (bg) 'comas' in her life and this was the first incident involving the subject animas pump. It is unknown if the patient lost consciousness during the time of concern. The patient stated that she was using a different pump in the past when the other low bg 'comas' occurred. The patient had started using the subject pump a few months ago. The patient was reportedly taken to a hospital around 5:00 or 5:30 pm where a bg level of '39 mg/dl' was obtained. The patient was started on an IV in an emergency room (ER). The patient thought that the hospital might have kept her connected to the pump. She was discharged at an unspecified time with a bg level of "209 mg/dl." By 8:00 pm that same evening, the patient indicated that her bg level was "306 mg/dl." At the time of contact with animas, the patient's bg level was "188 mg/dl." The patient denied observing cracks in the pump casing. The patient noticed a little yellowish color by the battery cap. However, the yellow coloring was no longer visible after the patient removed and reinserted the battery. The patient mentioned that the yellow coloring might have been powder. No corrosion or moisture was noted on the pump's battery. The patient denied that the battery cap and battery compartment were damaged. She reportedly checked the pump's basal rates on her own and claimed that they were correct. The patient mentioned that she lower her basal rates. The animas representative involved in this contact advised the patient to consult with her health care provider (hcp) regarding making basal rate changes. The pump's date and time were correct. The patient concluded that she might have "over bolused" or that the pump suggested too much insulin. The patient refused to perform further troubleshooting and review of the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a bg level less than "40 mg/dl" and received treatment from a hospital. However, at this time, it is unknown if the subject pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 02/26/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed data related to the complaint was overwritten due to continued pump use; there was no issue or alarms related to the complaint. The total daily dose basal history correlated to the programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.